Event description:
J-wire used during cardiac catheterization broke in the pt's left anterior descending artery and migrated to the aorta. The wire was successfully retrieved but could have been lost or enter the brain or lungs causing death or permanent harm.